Event description:
New information states that the patient presented in clinic on (B)(6) 2018. Programming changes were made. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited far field r wave oversensing leading to inappropriate auto mode switch episodes. The patient did not receive therapy. Programming changes were discussed. No further information was reported.